Manufacturer narrative:
As this system remains implanted no analysis will be conducted. Should additional information become available, this event will be updated.

Manufacturer narrative:
Updated event date.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv), right ventricular (rv) and competitor right atrial lead experienced an infection as the implant site. This patient was given antibiotics and discharged. The system remains implanted.